Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of the lad coronary artery, the quantum maverick monorail balloon would not inflate to more than 10 atm's on the third inflation. (The number of atm's reached on the initial and the second inflations are unknown). The pt was asymptomatic during this event. An acs guidant balance guidewire (size unknown) and a 6f mach 1 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Pt status is reported as 'good'.